Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 468mg/dl at the time of the incident. The customer reported that he has a high blood glucose due to not treating for carbohydrates. The customer declined troubleshooting for high blood glucose. He did a correction through injections. He didn't cover for his carbohydrates. The customer also needs a belt clip. The insulin pump will not be returned for analysis.